Event description:
New information received notes that the patient was brought into the clinic on (B)(6) 2025 for programming changes. The patient's pacemaker sensitivity was decreased to resolve the issue. The patient experienced no adverse consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave over-sensing on the patient's pacemaker. Programming changes were recommended. No patient symptoms or intervention was reported.